Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2009 and passed self-tests, alongside random manual power ons, up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. A temperature is recorded below the recommended minimum operating temperature. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2014. A manual power up was recorded in excess of 10 minutes duration on the (B)(6) 2015. The technical log shows the device detected an in range patient impedance however no shock was advised. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.